Manufacturer narrative:
(B)(4). Evaluation of the returned device found the clip was not fired. During testing, the device was cleaned and re-assembled for re-deployment and the results were successful as designed. The thumb advancer stroke was completed without any observable resistance that could contribute to the reported difficulty advancing the thumb advancer. Based on the investigation findings, the device was partially deployed as it lost its arterial access during the thumb advancer stroke. The probable root cause for the device loosing access is related to the operational context as the device was inadvertently pulled out of the anatomy while advancing the thumb advancer. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a large right common femoral artery after an interventional procedure. Reportedly, there was difficulty advancing the thumb advancer to split the sheath. The physician retracted the device for position against the vessel wall and lost vessel access with the locator wings open. What appeared to be a "piece of tissue" was seen on the end of the device. It was reported that the artery was a large artery. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.